Manufacturer narrative:
Insulin pump was received with missing segments due to cracked zebra connector on lcd board. Insulin pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to missing segments. Insulin pump was unable to verify delivery anomaly due to missing segments. Insulin pump had minor scratches on lcd window, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.

Event description:
It was reported that the customer had a delivery anomly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump appears to be working as designed. The customer requested that the insulin pump be replaced because he does not feel comfortable about it. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.